Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly cannot be released when attempting to deploy. It was further reported that the filter body has not fully expanded after the filter has been installed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly cannot be released when attempting to deploy. It was further reported that the filter body has not fully expanded after the filter has been installed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one denali jugular filter kit received for evaluation. During visual evaluation, the pusher catheter was loaded to the touhy-borst adapter and filter storage tube. Slight skiving was noted on the filter storage tube. The filter was received deployed, with all limbs present, and no legs crossed. During functional testing, an attempt to offload the pusher catheter from the touhy-borst adapter and filter storage tube was attempted and was successful. The pusher pad was present at the distal end of the pusher catheter. The loaded touhy-borst adapter and filter storage tube were inspected. The dilator was offloaded from the introducer sheath for further evaluation and was successful. No anomalies were noted to the distal ends. Two photos were provided and reviewed. Both photos show the denali jugular filter kit. The pusher catheter was loaded to the touhy-borst adapter and filter storage tube. The filter is seen within the storage tube. The dilator was loaded on to the introducer sheath. The labeling details in both the photos match with the information available in trackwise. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported activation failure including expansion failure as condition of use cannot be recreated. A definitive root cause for the reported activation failure including expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.